Event description:
It was reported that pump displayed non-resettable malfunction code 24 with fault ID 24-0x2219, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, and was advised to return malfunctioning pump to tandem within 10 days using provided shipping materials while programming pump settings and reconnecting continuous glucose monitor to replacement pump that was sent under warranty with updated software.